Event description:
The customer reported that the device had locked up upon boot-up and displayed a "service" message across the screen. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to an intermittent connection between pcb mounted jack connectors j2 on the memory pcb and j3 on the system pcb.